Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a reservoir was connected to a drain. The device properly suctioned in the operating room, but at an unspecified later time, the device stopped suctioning. There were no adverse patient consequences. Additional information has been requested.